Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no functional defects were found with the returned pump. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. The daily insulin delivery totals were reviewed in the history and were found to correctly reflect the users programmed basal rates. No alarms or pump conditions representing a malfunction were recorded in black box or alarm history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Keypad was tested and all key are responsive to user input. Unrelated to this complaint, a crack was observed from the threads of the battery compartment to the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump was not delivering insulin accurately. The patient did not allege any harm or injury because of the reported issue. Multiple attempts by anm to contact the patient for follow-up information have been unsuccessful. Troubleshooting and review of the pump have not been completed at this time. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was not delivery insulin accurately. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.